Manufacturer narrative:
We have now concluded our investigation into this complaint. No samples were returned, so the failure mode cannot be confirmed. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the issue. Delamination is a low level intermittent fault which if seen is tabbed for removal during the conversion process. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufacturing according to the specification and only product meeting the release criteria will be passed on for further processing. Unfortunately on this occasion we are unable to determine the root cause for this complaint, however, smith and nephew acknowledges customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and got peeled off from the frame. The defective products were used for about 5 patients by peeling the carrier#2 from the film with hands the nurse and our sales rep tested 15 products and confirmed all of them were affected. As all products checked had been affected, they had no choice but to use the defective products. No patient harm. No delay in treatment. The samples will be returned for investigation.